Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to fluid loss. No other adverse patient effects were reported.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This then may have caused the longer exhaust tube of the pump be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. While in-vivo enough pressure may have been exerted to overinflate cylinder 2 which may have result in the aneurysm. However, quality confirmed the aneurysm did not leak but cannot confirm when the aneurysm may have occurred a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.